Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: (B)(6) 1999 - repair of direct left inguinal hernia with a kugel patch. On (B)(6) 2003 - cooper's ligament repair of recurrent direct left inguinal hernia. Reportedly, the kugel patch was mobilized back into the retroperitoneal area and attached to the inferior ramus of the pubis using transition suture to the femoral sheath and then carried laterally to the iliopubic tract.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. This product was manufactured by surgical sense, prior to the davol acquisition of the product. Mfg records from surgical sense are not readily available for review. Therefore, no DHR will be performed related to this complaint. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or eval info is obtained, a f/u MDR will be submitted.